Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup vvi mode prior to procedure. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. Electrical, mechanical, and longevity analysis was normal with no anomalies found. The backup operation could not be reproduced. The cause of the reported event could not be determined.